Event description:
It was reported on (B)(6) 2023 that around 11 to noon, a routine blood transfusion had over infused. It was later reported that 200 ml had over infused in 30 minutes. There was also an antibiotic infusion alongside the blood infusion that had no issues. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : initial reporter facility name. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported on (B)(6) 2023 that around 11 to noon, a routine blood transfusion had over infused. It was later reported that 200 ml had over infused in 30 minutes. There was also an antibiotic infusion alongside the blood infusion that had no issues. There was patient involvement but no harm.